Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported issue, and upon initial observance of unit, the back case was caved in, internal helium reservoir assembly was loose in the housing, and the helium leak was out of specifications. The fse tightened all fittings for helium assembly and lines, but the leak was still out of specifications. To fix the issue the fse replaced the helium reservoir assembly and the console cover, and the helium leak repaired. The fse then completed the pm with full calibration. The unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty parts have been returned to getinge. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1(event site telephone: (B)(6)). Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿helium reservoir assembly¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part is not available for return.

Event description:
N/a.